Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly; the pusher assembly was fractured approximately 103.5 cm from the proximal end and the pull wire was exposed; the coil was detached from the pusher assembly.conclusions: evaluation of the returned device revealed a fractured pusher assembly. This damage was noted by the distributor to have occurred after the procedure. However, since the distal end of the pusher assembly, introducer sheath, and coil were not returned for evaluation, the root cause of this complaint cannot be determined. These devices are 100% functionally tested during in-process inspection.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for a pulmonary arteriovenous fistula using penumbra coil 400 coils (pc400 coils). During the procedure, the physician advanced a px slim delivery microcatheter (px slim) to the target vessel and attempted to deploy a pc400 coil into the fistula. The physician then decided to reposition the pc400 coil and retracted the coil; however, it unintentionally detached inside the px slim and was removed along with the px slim. The procedure was completed using a new pc400 coil and the same px slim. There was no report of an adverse effect to the patient.